Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac. It was reported that sometime post op the crosslink and rod were found to be broken. The patient underwent a revision surgery 2 years post-op to remove and replace the broken devices. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not returned for evaluation; however, films were supplied for review which found: complex scoliosis construct t10 to the iliac crew with inter body spacers present at l5, l4 and l3. Ap and lateral views verify a broken rod on the left at the cross link of l3/4. This is verified on both ap and lateral views. Whether the break occurred above or below the cross link is not definitive, but it appears above the cross link on the lateral view.

Manufacturer narrative:
Visual review confirms fracture. Microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue. No pre-operative surface defect that appears to have contributed to crack initiation and propagation identified. The above observations are consistent with cyclic fatigue.